Event description:
It was reported that a patient experienced a loss of stimulation/therapeutic effect and a shocking/jolting sensation was reported. Impedance testing, x-rays, and reprogramming were done as diagnostic tests. The patient was receiving less than 50% therapy relief at the location of the lead. A lead replacement was done as a result of this event. Additional information received reported the sensation was not provoked by body movement and the first occurrence was early last month. The results of the impedance testing were good. The patient was doing fine. Therapy was effective right after the revision surgery earlier this month.

Manufacturer narrative:
Concomitant medical products: product ID 3388-56, lot# 0205992244, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 3388-56, lot# 0206958951, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the leads (lot #s 0205992244 and 0206958951) revealed no significant anomaly; it was noted the distal end of the leads were stretched.